Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection of the photographs was performed with the naked eye. The photos show the shape of the inflated bladder to be round, and the lower part of the bladder folded inward, but it is unknown of this condition is the actual cause of bladder rupture. The photos did not show evidence of bladder rupture. Therefore, the reported problem could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor bladder ruptured during filling. The bladder reportedly ¿expanded the shape of an apple instead of the usual lemon shape¿. The device was being filled with 5fu diluted with 0.9% sodium chloride (nacl). When the volume of the bladder was 105ml, the bladder burst. There was no patient involvement. No additional information is available.